Event description:
The drt150 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post operatively, the patient reports her vision has slightly improved from blurry to fuzzy since the initial surgery. She is unable to read, her eye stings, and feels tired; she described it as like she had an eyelash in her eye. After resting, her eyes feel better but vision is still fuzzy. The patient also reports sensitivity to bright colors, which has led her to unscrew light bulbs in her home to ease the discomfort. The patient also experiences dry eye, which she was informed is a side effect, and uses eye drops for relief and she takes gabapentin for osteoarthritis. Her ophthalmologist confirmed that the lenses were placed correctly, advising that it may take 3-6 months for her brain to adjust to the implants. The suspect iol is not available for return as it remains implanted. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.